Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that the device was unable to cross the lesion. The target lesion was located in the highly calcified left anterior descending artery. The 3.0 x 38 mm ion mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with another 3.0 x 38 mm ion mr stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: examination found blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were stent struts stretched and bent in rows four and eighteen from the distal end of the stent. The distal tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulty and the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).